Event description:
Client says that while he was in a tilt position the back canes to the seat broke. He slid out of the seat on on to the floor.

Manufacturer narrative:
The components were analyzed at the parent company in (B)(4). And all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. The part is being revised and will be changed to steel. Components were never made available to.

Manufacturer narrative:
The component parts have just been received and will be sent to the parent company engineering department for analysis. The MDR will be updated once the resultsd are made available.